Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker delayed termination of a right ventricular (rv) lead pacing threshold test resulting in approximately 3.5 seconds of asystole. The issue was suspected due to a possible telemetry issue. Boston scientific technical services (ts) explained possible factors that could contribute to prolonged delays in resumption of pacing when performing threshold tests. Despite the reported duration of asystole there were no adverse patient effects reported. This system remains in service.